Event description:
According to the reporter, during laparoscopic low anterior resection procedure, there was a problem unloading the device, it was difficult to open. There was poor staple formation, also the jaws locked on tissue and it was removed with another device, the central staple line was incomplete and the device did not fire. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Due to the noted damage no functional testing was performed on the loading unit. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions: firing over tissue that is beyond the recommended thickness range; firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.